Event description:
Boston scientific received information that the atrial lead had loss of capture (loc) due to increased threshold measurements. The lead was explanted and out of service. Attempts to retrieve the explanted product were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.